Event description:
It was reported that while the patient was undergoing a posterior fusion and transforaminal lumbar interbody fusion (tlif) at l4-l5. Reportedly, during the procedure while the surgeon was inserting the screw, the matrix long holding sleeve became slightly unthreaded and the tip bent. Nothing detached from the broken instrument and it did not affect patient status. After initially inserting a screw, the surgeon wanted to back out slightly and change the trajectory of the screw. In the midst of doing that, the t25 straight shaft snapped at the tip. The broken piece was immediately recovered and placed on the back table along with the broken shaft. The broken tip was not located after it went through the wash. When it came time to place the pop-on polyaxial heads, we noticed that the head placement tool was broken. The tip in the middle of the tool (the fin that goes in the middle of the head) broke off and was missing. The sales consultant was unsure how or when this occurred, but it was not used in this case. As a result of these events a 1 minute surgical delay was reported. No patient harm was reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. P/n 03.632.036, lot number 6655770, does not have a DHR available on file to review, therefore a DHR review is not possible. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: one matrix holding sleeves inner shaft (part number 03.632.036, lot 6455770 manufactured december 2010) was returned with the most distal threads broken. Off axis loading or over-threading the holding sleeve into the screw head may have caused the complaint condition. Replication of the returned device is not applicable since the device was returned broken. This complaint is deemed confirmed. This complaint condition may have been caused by over-threading, off-axis loading during insertion, or due to force being applied while the sleeve was not fully seated in the screw. Drawings for the sleeve were reviewed during the evaluation. Changes were implemented to address the thread tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter and the material of the outer sleeve changed from radel plastic to anodized titanium. No design issues were noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): upon lot number being corrected an updated DHR review was performed. DHR review ¿ magnum manufacturing center (presently relias) manufactured the holding sleeve ¿ long for matrix, p/n 03.632.036, lot number 6455770. The certificate of compliance, indicates the parts were manufactured to p/n 03.632.036 and met the required specifications. The lot was inspected and conformed to the synthes incoming final inspection sheet. There were no mrrs, ncrs, or complaint-related issues with this lot. 60 parts were released to the warehouse on december 16, 2010. The lot was also inspected per the documented inspection results, dated december 15, 2010, magnum inspection data report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.